Event description:
It was reported that during a lap sigma procedure, there were malformed staples (no b-form). Over-stitched by hand to complete the procedure. There were no adverse consequences for the pt. One device will be returning. No further info available.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.